Event description:
Drive devilbiss healthcare is the initial importer of the device which is a knee walker. We have not been able to retrieve the device for evaluation. We do not have complete details of the environment in which the device was used. The IFU warns against use in uneven terrain. We are filing this report to be timely. It will be updated when additional information is available. End-user reported that as she was using the knee walker on the sidewalk outside her home when the unit broke. She fell hitting her knee on the cement sidewalk and bruised her knee badly. She went to the ER where treatment received. She is under the care of an orthopedic surgeon as a result of the incident.